Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2015 that the patient was using a scd controller and complained of an electrical shock feeling, occurring twice within a few seconds. No electrical burn marks were observed and no change in vital signs occurred with the patient. The controller was turned off and there was no more subsequent complaints. The patient had been using the controller for one and half days prior to the incident with no complaints. The patient has been discharged from the hospital and had no injuries. The controller was returned to a local covidien service center and a service technician performed a post check on the controller and it passed the electrical safety test and failed the air pressure test due to wear and tear of the plastic valve.

Manufacturer narrative:
One scd controller compression system was returned to a covidien service center after a patient complained of an electrical shock feeling, occurring twice within a few seconds. The local service center tested the controller and it passed electrical safety hi-pot testing. The service center noted that the controller had a damaged power cord. It did not appear the cuts in the power cord went all the way through the insulation because no exposed copper wires were present. The controller was then sent to covidien r&d center in mansfield, ma USA for further investigation. Covidien r&d performed hi-pot testing and the controller passed testing. The covidien r&d team was not able to duplicate the possible electrical shock issue. Covidien r&d did note two cuts in the power cord insulation and that there were no exposed copper wires. The controller was then returned to the covidien service center to be repaired and tested. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The scd controller was fully tested and passed all operational specifications. The scd controller was manufactured in 2011. A review of the device history records shows this device was released meeting all manufacturing specifications. This information will be utilized for trending purposes to determine the need for corrective action.